Manufacturer narrative:
Device evaluation summary: during analysis of the device a rupture was noted in the posterior view, measuring approximately 17 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast reconstruction with a mentor memorygel breast implant 600cc and experienced rupture on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware of the concomitant product. Concomitant products: 600cc mentor memorygel breast implant, catalog # 3506004bc, serial # (B)(4). Manufacturer's reference number: (B)(4).